Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus. Therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the high definition lcd monitor was associated with a temporary blackout event involving a non-olympus product esu erbe unit. The reported issue occurred when attempting to cut using a serial digital interface (sdi) cable extender cord connected to the olympus monitor during an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Despite our attempts, no further information could be obtained regarding this event from the customer only that ¿there was no issue found with this device.¿ at this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.